Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the remb micro drill caused a bias current message to be displayed, signaling a condition occurred in which the handpiece has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.